Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 3.25mm x 12mm, catheter batch #35215323 221 was returned for analysis. A visual and tactile inspection of the hypotube shaft identified no issues. A visual and tactile inspection identified no kinks or damages of the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a circumferential tear in the mid-section of balloon. The bumper tip identified no issues.

Event description:
It was reported that balloon rupture occurred. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and replaced with a 3.00mm x 12mm nc emerge balloon catheter which also ruptured during inflation. The procedure was continued after replacing them with a non-boston scientific device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and replaced with a 3.00mm x 12mm nc emerge balloon catheter which also ruptured during inflation. The procedure was continued after replacing them with a non-boston scientific device. No patient complications were reported.